Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. The oasys surgical technique was reviewed and the following relevant information was identified: loosening of spinal fixation implants can occur. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, migration and/or pain. Due to lack of information and device not returned, an exact cause of the reported event could not be determined. Potential causes include: rod implanted at an angle, blocker under torqued during initial surgery, unstable construct, patient fall/ high post-op activity, etc.

Event description:
It was reported that revision surgery was performed due to a loose oasys blocker which led to rod slippage. This was discovered during patient follow up. The surgeon replaced the unit with a new blocker and repositioned the rod.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that revision surgery was performed due to a loose oasys blocker which led to rod slippage. This was discovered during patient follow up. The surgeon replaced the unit with a new blocker and repositioned the rod.